Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was not returned for evaluation; therefore, a complaint investigation (failure analysis) and determination of root cause is not possible. Based on the customer reported failure "produces high sound" and based on the description of ,'the sound is nosier in some cycles', it is possible this complaint, may be as a result of an issue with the aspiration pump. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened, and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during neuro endoscopy procedure, the cusa clarity console (c7000), the vacuum pump produces a high sound while working (about 60 dba, the high value), and the pressure was lower than the accepted range during the final functional test (using the orifice device). There was surgical delay of 30 minutes and the surgery was completed without the cusa clarity. There was no patient injury. Additional information received indicates the following: screws, cables and connections are fixed. The sound is nosier in some cycles, also the high-pressure values are variable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.